Event description:
It was reported that during a da vinci s hysterectomy procedure, the "plastic piece" of the fenestrated bipolar forceps instrument broke off and fell into the pt. The piece was retrieved and the planned surgical procedure was successfully completed. There was no pt harm, adverse outcome or injury reported.

Manufacturer narrative:
On (B)(6) 2009, (B)(4) the site's biomedical engineering mgr reported that during the surgical procedure, an endowrist instrument of an unk model was caught between the jaws of the fenestrated bipolar forceps instrument, causing the "plastic part" of the fenestrated bipolar forceps instrument to break off inside of the pt. While the initial report was that a piece broke off from the instrument, a post operative inspection of the fenestrated bipolar forceps instrument by the site revealed that it is possible that the instrument fragmented. The pt's abdomen was irrigated and there were no pieces of the instrument found. A copy of the site's voluntary report (B)(4) received by isi on (B)(6) 2009 indicates that the hospital believes that the surgeon retrieved all of the broken pieces. In addition, to the best of (B)(4)'s knowledge, the pt has not returned to the hospital due to any post operative complications related to the event. Conclusions: the fenestrated bipolar forceps instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. (B)(4).